Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty with data visibility in the mobile app and had hyperglycemia after changing insulin and tubing without performing the required cartridge and tubing change process; customer care provided spanish assistance, guided the user to sync the ilet mobile app, and completed troubleshooting and education related to an infusion set and cartridge issue involving an incorrectly deployed infusion set or connector not attached correctly. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and resolution after education with observed glucose improvement. Investigation included remote data review, user interview, and product use troubleshooting and training. Investigation of this case revealed improper infusion set deployment or connector attachment leading to high glucose, with restoration of data visibility after app sync and improved glucose after proper setup, consistent with device use issues related to the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that user handling and training needs were the primary contributors.